Event description:
It was reported that the left ventricular lead dislodged several weeks after implant, creating diaphragmatic pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.